Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information from the local field representative indicated that the physician will continue to monitor the lead with no plans for surgical intervention.

Event description:
Boston scientific received information that this system displayed a low, right ventricular shock impedance measurement. The local field representative reported that the patient would be brought into the clinic for follow up. An attempt to obtain additional information has been made. There were no adverse patient effects reported. The system remains in service.